Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose was unknown at the time of incident. It was reported that the insulin pump was in the pool and felt vibrating saying change infusion set critical pump error. It was also reported that the insulin pump was flashing. It was advised that the insulin pump will need to be replaced. It was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump error alarm noted in the insulin pump history and critical pump error (open book) due to moisture damage on the electronic assembly. Unable to verify unexpected vibrating, flashing display and perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.